Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at 6:15pm on (B)(6) 2015. At this time the patient obtained a blood glucose reading of ¿75 mg/dl¿ with the subject meter. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. During the initial call with the csr the patient reported developing symptoms of ¿weakness and shaking¿ 5 minutes after the alleged inaccuracy occurred. In response to these symptoms the patient self-treated by consuming more food and/or drink at 6:30 pm the same evening. No other device was used to measure the patient¿s blood glucose levels at this time. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly on the subject meter and the patient¿s meter was replaced. This complaint is being reported because the patient allegedly obtained an inaccurately high reading on the subject meter which led to them developing symptoms which are suggestive of serious injury after the alleged meter issue began.